Event description:
The recipient reportedly experienced sound quality issues after a head injury. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. Photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the performance issues reported. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.